Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred during a routine hemodialysis treatment followed by a venous pressure alarm. The operator was not able to recover from the alarms. Rinseback was not performed due to clotting of the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the air alarms to user error and provided the operator with additional training regarding proper connection procedures. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.